Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the physician found suction device with cracks which caused lack of suction. There was no harm reported.

Manufacturer narrative:
The device history record (DHR) for lot number 2506505464 was reviewed and no anomalies related to the reported issue were observed. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported issue. As such, a root cause could not be determined at this time. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.